Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found the leaking substance was likely broken down bearing lubrication. Internal corrosion was also observed. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. There was no patient involvement; no patient impact.